Manufacturer narrative:
(B)(4). Actual device was not returned for investigation. Gfh file from the study was reviewed. All parameters were at normal value. The number of frames created were normal. The file identified that the spider was removed before the end of the procedure. This would cause a short study. Therefore, the investigation identified the root cause of the reported event to be user mishandling.

Manufacturer narrative:
(B)(4). The sample has been requested and is pending return. Evaluation anticipated, but not yet begun.

Event description:
Physician conducted a small bowel procedure with the use of the pillcam sb3 capsule. 7 hours after ingestion, the physician took an x-ray to check location of the capsule. X-ray indicated capsule had reached the small intestine, indicating completion of the small bowel study. Sb3 video was only 5 hours. Physician reported sb3 video short study.